Manufacturer narrative:
Based on the claim against the product noting a part came off the vessel sealer extend (vse) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and the complaint was not confirmed by failure analysis. Upon visual and microscopic inspection, no damage was found to the wrist assembly. There was no cable or conductor wire damage. The electrical continuity passed during testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The instrument was returned with the integrated cord cut off, thus no further functional testing such as cut or energy delivery was performed. Additionally, a black string-like fragment measuring approximately 0.29¿ x 0.03" was returned along with the vse instrument. The origin of this fragment is currently unknown.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, physical damage was observed on the distal end of the vessel sealer extend (vse) instrument. No further information was provided. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been evaluated by the advanced failure analysis (afa) team and the initial findings were confirmed. No functional issues were found with the instrument, except for energy delivery which could not be tested. The black string-like fragment was confirmed. Analysis of the fragment showed that it is the same material as the insulation of the conductor wire. Microscopic inspection showed that there was no conductor wire inside the fragment and that it was just the outer insulation. No damage to the conductor wire on the instrument was seen, indicating that it did not come from the instrument itself.